Manufacturer narrative:
This report is for an unk locking/set screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during the treatment of lumbar spinal canal stenosis the screwdriver was under use for set screw tightening and the tip of the screwdriver stripped. Procedure was completed successfully with a replacement. There was no surgical delay. This report is for one (1) unknown locking/set screws. This is report 1 of 2 for complaint (B)(4).